Manufacturer narrative:
Block e1: initial reporter address 1, and initial reporter address 2: (B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an endoscopic mucosal resection (emr) procedure for polypectomy performed on (B)(6) 2025. During the procedure, the hemostatic clip was used to close the wound. When the clip was inserted into the patient, it was opened to prepare for closing the wound. However, the clip would not detach and deploy properly. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.